Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had multiple insulin pump error alarm. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that self-test was passed. Customer stated that they had high blood glucose but was disconnected from the insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the insulin pump had insulin flow blocked alarm. Customer stated insulin exited at the quick release. Customer stated they are able to troubleshoot for a potential reservoir and infusion set issue at this time. The insulin pump will not be returned for analysis.